Manufacturer narrative:
Date of report in MDR follow up#1 was sent with an incorrect date. Corrected to: date of report: 06/13/2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted; give date: not applicable. There is no indication at the time of this report that the lens has been explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zmb00 intraocular lens (iol) in each eye, patient experienced halos and cannot see 12-18 inches in distance. Reportedly, first zmb00 lens was implanted in patient's right eye and she had no issues with her sight. A second zmb00 lens was implanted two weeks later and that is when she started having halos, particularly at night. After about six months post-implantation, the doctor prescribed progressive glasses with anti-reflective coating to help cut the halos and glare. The patient is very unhappy about having to wear the glasses and has gone to other doctors for advice. No further information was provided. This report represents the lens implanted in patient's left eye. A separate report is being filed for the lens implanted in patient's right eye.

Manufacturer narrative:
The product will not be returned because the lens is still implanted. Considering the sample will not be returned, the complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens was within power specification and met the specified cosmetic requirements. A search on complaints related to the production order number revealed that no other complaint were found that were related to this reported complaint. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.